Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.

Event description:
The pt's mother reported, the pt experienced low blood glucose of 33 mg/dl while at school. The pt consumed sugar and his blood glucose increased to 100 mg/dl but after one hour lowered to 42 mg/dl. The pt's physician advised him to disconnect from the infusion device and use the insulin pen. The pt switched to the backup infusion device. No further info is available. The pt did not require medical assistance from a health care professional or other party to address the issue. The infusion device was replaced and requested to be returned for eval.